Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. Pump received with stripped battery cap coin slot(p), cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.